Event description:
It was reported that when using the bd pyxis¿ anesthesia station es one of their patients were crossing over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) contacted the customer to investigate, and the customer confirmed that patient data was accessible on the machine. The customer authorized case closure, and the case was closed. The system functioned as intended after technical support specialist investigated the device.